Event description:
I recently switched to a tandem mobi insulin pump. Today, plus two previous times, the required infusion set (autosoft xc) incurred a bent cannula. That is not the problem. The issue is the pump did not, I repeat did not provide an occlusion alarm. Once this cannula is inserted there is no way to know if there is a problem. This infusion set is prone to bent cannula issues. The result of no occlusion alarm resulted in my blood sugar rising from 120 to nearly 400 in a matter of two hours. Again, this happened on three occasions. Each time the pump failed to give an occlusion alarm. I have been a type 1 diabetic for 57 years. I have been on a variety of insulin pumps for over 30 years. This is the first time I've encountered this issue. Because I've had t1d so long I was able to avoid a hospital stay for dka, only because I carry an insulin pen with me. However had I not had the pen, and have been farther from home, I very well could have ended in the hospital. I of course felt very ill for several hours. Other diabetic patients will not do so well if this issue is not corrected. To recap, the tandem mobi insulin pump is not producing an occlusion alarm when infusion cannula is bent. Very dangerous.